Event description:
It was reported that while using kit bd max ext enteric bacterial panel, there was one false positive result to vibrio and plesiomonas. No patient impact reported. The following information was provided by the initial reporter: "the customer reports 1 false positive result. Image 1 shows the first result: positive to vibrio and plesiomonas. Image 5 shows the second result after repeating the analysis: negative to vibrio and plesiomonas."

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (xebp) (ref. (B)(4) lot 2096093 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. The review of manufacturing records of bd max¿ extended enteric bacterial panel lot 2096093 indicated that lot 2096093 was manufactured according to specifications and met performance requirements. Customer complained about one sample that gave positive results for both the vibrio and plesio targets in the initial test with the bd max¿ ext enteric bacterial panel kit lot 2096093 but gave a discrepant negative result upon repeat test and culture for the vibrio target. Five pictures, of which four were from a bd max¿ screen and one run file # 889 from instrument ct2149 were provided for investigation. The first three pictures were determined to be from the initial test (run 889) and showed the result for sample in position a1; positive results were obtained for the salm, vibrio and plesio targets, with associated curves from top and bottom of the cartridge. The fourth picture was determined to be the repeat test (run 891 position b8), where the sample gave a positive result for the salmonella target only, which confirmed the customer¿s discrepant result for the vibrio and plesio targets. The last picture showed an opened bd max¿ ext enteric bacterial panel bag from lot 2096093, confirming the lot number presented in the complaint. Manual pcr curve adjudication was performed on run #889. Pcr curves analysis show late and low, but true amplification for sample a1 in the cy5 channel in bottom of the cartridge (plesio target). Analysis of the rox channel in bottom of the cartridge (vibrio target) also revealed late, but true amplification. Such late positive samples can occur due to titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, it must be noted that manual pcr curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, limit of detection can vary between detection methods, with culture being less sensitive. Bd was unable to identify the exact cause of the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 2096093. The root cause was not identified. However, positives samples at or near the limit of detection of the assay or an environmental / cross contamination can explain the customer¿s positives results in the initial test. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10

Event description:
It was reported that while using kit bd max ext enteric bacterial panel, there was one false positive result to vibrio and plesiomonas. No patient impact reported. The following information was provided by the initial reporter: "the customer reports 1 false positive result. Image 1 shows the first result: positive to vibrio and plesiomonas. Image 5 shows the second result after repeating the analysis: negative to vibrio and plesiomonas."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.